Event description:
It was reported that when the technician loaded a li6iaor iol, the haptic broke off during loading process into the ez-28b inserter. The surgeon inserted the iol into pt's eye and enlarged the incision to remove the iol after noticing the missing haptic. No pt injury was reported and no sutures were used to close the incision. Same model and diopter backup lens was used a replacement. Please reference MDR#: 1119279-2011-00182.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.